Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Occurrence: a complaint history check was performed and this is the 1st. Related complaint for incorrect/missing label information on lot # 6272784. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle, incorrect/missing label information) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ iii pen needle label had no expiration date on it. This was discovered prior to use. The following information was provided by the initial reporter: "consumer reported found a sealed box of pen needles in home. No exp date. Asking if she can use."